Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a proglide device after a diagnostic coronary angiogram procedure using a 6f sheath. Reportedly, the lever was able to move back and forth but never fully "closed" and returned to its original position with foot plates locked inside device. The proglide device was removed against resistance from the anatomy, resulting in a foot break. Vascular surgery was required to remove the separated foot piece from inside the patient anatomy. Tissue tract and some arteriotomy damage was noted and was repaired surgically by the vascular surgeon. Hemostasis achieved via surgical suturing. Fentanyl and versed was administered for pain and the patient was sedated prior to the surgical intervention. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. It should be noted that the electronic perclose proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. In this case the device withdrawal against resistance was determined to be due to operational circumstance. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effects of pain and vascular injury (tissue damage) are listed in the electronic perclose proglide IFU as possible adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.